Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for write to locked ram, (B)(4), occurred on (B)(6) 2011 05:36:25. Additionally, one patient alert for por occurred on (B)(6) 2011 04:36:25.

Event description:
It was reported that the device had an electrical reset. Device parameters remained at previous settings so reprogramming was not necessary. A manual charge time was performed. The device is still in use. No patient complications have been reported as a result of this event.